Event description:
Kimberly-clark received a report from the (B)(6) stating, "a 4cm section from the tip of the suction catheter snapped off and was found inside the baby. Their practice, which is common across units, is to check tube position at intervals. On occasion they find the et tube has moved further down and therefore pull it back slightly. They then have excess length at the top end of the tube which increases dead space, so the clinicians cut the tube down in situ. It is likely therefore that the tube has been cut without fully withdrawing the catheter causing the tip to enter the lungs." Tip of catheter was removed through bronchoscopy. The patient seems to have no ill effects following the removal of the catheter. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The review of the device history record is pending. If any additional relevant information is identified following completion of the DHR review, the additional relevant information will be submitted in a supplemental report. The device was evaluated and the ends of the catheter appear to have been cut. The directions for use warn, "do not trim or cut the endotracheal tube (not supplied) while the kimvent closed suction system is attached, otherwise the kimvent catheter may also be cut and that portion of the catheter may be aspirated into the lower respiratory tract of the patient and may cause death or serious injury." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.